Manufacturer narrative:
The k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ mother contacted lfs (B)(6) on (B)(6) 2011 alleging that her son's ultraeasy meter would not power on. A medical surveillance specialist (mss) sent follow up questions; however, was unsuccessful in getting a hold of the patient. The following is based on the initial call. She mentioned that they went on holiday to (B)(6) approximately 2 weeks ago. During their holiday, her son's meter stopped working on (B)(6) 2011. They replaced the batteries on the meter and issue persisted. While they were in (B)(6), she purchased an accucheck go meter and the meter was in mg/dl instead of mmol/l which they are custom too. The patient was unable to test his blood glucose for 2 days prior to purchasing an accucheck go meter. While not testing for 2 days, his blood glucose levels, he felt were high on (B)(6) 2011. He developed symptoms of "dairy and sore stomach, and other general feelings that come along with having a high blood levels." Due to the symptoms the mother treated her son by reducing his food intake and increasing his fluid intake. She increased his insulin from 6 units to 8 units on her own. Results on the accucheck go meter on (B)(6) 2011 were the following: 98 mg/l, 241 mg/l, 490 mg/l and 189 mg/l. The date and time on the new meter was not set up properly; therefore it is unknown the timings of when the patient obtained theses results on (B)(6). This is not the first time the product was being used. There was no misuse of the product. The meter did not power on by pressing the power button. The alleged issue was not resolved via troubleshooting. The alleged issue was not resolved over the phone and the products were replaced. The complaint is being reported since the patient alleged that due to the issue with the meter, he was unable to test and later developed symptoms suggestive of a serious injury.